Event description:
The fse reported a precharge voltage error message. This error will prevent the sys from booting, resulting in a loss of imaging functionality. There is no report of injury or death associated with the event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery pack was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.